Manufacturer narrative:
Patent identifier: (B)(6). PMA/510k: this report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the flexible shaft connector came apart before the case, trocar was bent and stuck in the unknown 3.2mm wire guide sleeve and pliers was used to be used to remove the trocar, depth gauge was bent. Different items were used to finish the procedure. No fragments were generated. There were 4 minutes surgical delays. The procedure was completed successfully. The patient outcome was good. This complaint involves four (4) devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This report is 3 of 3 for (B)(4).